Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: first successful percutaneous treatment of a totally occluded heartware outflow graft: case report and literature review. The anatolian journal of cardiology, 2018 may; 19(5): 341-345. Doi: 10.14744/anatoljcardiol.2018.76736 other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft / serial: (B)(4)/ model #: 1125 / expiration date: 2016-08-31 mfg date: 2014-08-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed less-invasive treatments for vad outflow graft thrombi. The article reports on a patient who developed sudden low flow alarms and dyspnea and was hospitalized. The vad was heard during auscultation. A transthoracic echocardiogram (tte) was performed. A thoracic computerized tomography (CT) was performed, which revealed total occlusion of the outflow graft. Percutaneous graft angiography was performed, noting the area of occlusion, then balloon angioplasty was performed, which eliminated the occlusion. Post-angioplasty, the patient developed paresthesia and pain in both lower extremities. A duplex ultrasound was performed, revealing thrombotic occlusion of the distal abdominal aorta and iliac artery bifurcation. A percutaneous embolectomy of these vessels was performed, restoring blood flow. The patient was discharged from the hospital after three days. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and the associated outflow graft with unknown lot number were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sustained decrease in power consumption and flow starting (B)(6) 2017. Of note, a thoracic computerized tomography (CT) was performed, which revealed total occlusion of the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to occlusion of the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ ouflow graft, medical device: model 1125, serial number: unknown, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.